Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up, noise was detected in both the atrial and ventricular channels. The physician suspects the cause of noise was an external device. No intervention to resolve the issue has been suggested. No further information is available.